Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 343 mg/dl at the time of the incident. Customer states that o-ring inside the lip of reservoir compartment was missing. Customer states insulin pump also had critical pump error. After troubleshooting, customer was advised the reservoir will be replaced. The product will be returned for analysis.